Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited myopotential noise, over sensed on the ra channel, resulting in inappropriate atr mode switching. Variable intrinsic amplitudes 0.3mv - 4.1mv. During a follow up appointment, isometric testing was able to replicate noise on atrial channel, and shock channel. A request was made to have data from this device analyzed. Technical service (ts) data analysis confirmed episodes. Review of x-ray imaging did not reveal anything obvious. Ts recommend further testing to evaluate the mechanical integrity of the leads. Several attempts to obtain additional information of the lead manufacturer or model/serials, have been unsuccessful. At this time no information is available on the implanted leads. This device remains implanted. No adverse patient effects were reported. The physician is monitoring the patient closely.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.